Event description:
Customer reports that her device read 260mg/dl while the urgent care center's device read 79mg/dl. No treatment was rec'd. No quality controls were used. No strip information provided. Requested return of suspect vial but customer states there are no remaining test strips.